Manufacturer narrative:
Service was not dispatched for this event. The customer sent samples to (B)(4) to be tested on triage meter and negative results was obtained. The customer submitted the sample to customer product line support (cpls) to be tested for interferants proteins. Cpls confirmed the existence of a patient source interferent for the samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient. The following mdrs are associated with this event: 2122870-2012-01186, 2122870-2012-01187, 2122870-2012-01188.

Event description:
The customer reported repeatable elevated accutni results above the acute myocardial infraction cut off for one patient generated on the unicel dxi 600i synchron access clinical system on three different days. This MDR will cover the event of (B)(6) 2012. On (B)(6) 2012, the customer ran the initial patient sample and obtained an elevated accutni result. The customer also received an elevated accutni result on a second sample he tested. On (B)(6) 2012, the patient was retested and elevated accutni result was obtained. The results were reported out of the laboratory and the patient was admitted to the hospital with diagnosis of chest pain. The patient had a negative triage for troponin and also for myoglobin and ck-mb. The patient was admitted for observation and a heart catheterization was performed and two stents were implanted. The discharge diagnosis was early coronary disease. On (B)(6) 2012, the patient returned to the hospital and was tested and a elevated accutni result was obtained. The second sample also generated an elevated accutni result. The diagnosis was chest burning, nausea, and vomiting and the patient was admitted for observation. The triage was negative for all cardiac tests. Patient samples were collected in heparin plasma tubes and centrifuged for 3 minutes at 7-8000 rpm (statspin). All accutni qc values for the 2 levels of qc (dated (B)(6) 2012) were within the customer's established ranges for the timeframe provided. Calibration curve from (B)(6) 2012 was acceptable as passing with acceptable %cvs. System check was performed on (B)(6) 2012, prior to the event, had passing results.